Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was later reported the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6)2006. (B)(4)

Event description:
It was reported by the patient that the device was only implanted for 3.5 years and there may be something wrong with the battery since it did not last longer. Follow-up with the physician's office confirmed that the device indicated elective replacement indicator (eri) early and a replacement is scheduled. No patient complications have been reported as a result of this event.